Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, 1 tubes had a shield molding defect (short shots). There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for short shots was observed. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode short shots. Bd determined that the root cause of the indicated failure mode was attributed to metallic components contaminating the mold cavity, causing deformation of the caps during the injection process. The affected cavity was blocked, maintenance was completed, and all affected product was segregated, 100% sorted, stat sampled, then released. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, 1 tube had a shield molding defect (short shots). There was no health impact or consequences reported.